Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing "failed flow test" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Flow rate testing can't be done while the white screen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the flow accuracy test. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.